Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was initially admitted for elevated lactate dehydrogenase levels. A recovery assessment was performed and it was decided that the lvad could be explanted due to cardiac recovery.

Manufacturer narrative:
Approximate age of device: 8 months. The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of vad-(B)(4). The device was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the outflow elbow were returned attached to the pump¿s outlet port. Analysis of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Examination of vad-(B)(4) upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, suggest that it was present while vad-(B)(4) was supporting the patient. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.